Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported expulsion (clip detaching from both the leaflets) appears to be related to patient¿s anatomical conditions (calcified leaflets). A cause for the reported bent harness and clip arms not appearing to close evenly (product quality problem) cannot be determined. Embolism and mitral regurgitation appear to be related the complete clip detachment (expulsion). Embolism and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Removal of foreign body, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the reported information, it was further reported that when the clip was retrieved during the mitral valve replacement procedure, the harness was found to be bent and was suspected to be the cause of the suspected clip arms not closing evenly. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a complete clip detachment, recurrent mitral regurgitation, and embolism it was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was implanted successfully and the mr was reduced to grade 1. The physician stated that the clip arms did not seem to close evenly. On (B)(6) 2023 it was discovered that the clip completely detached from the leaflets, and was embedded in the pulmonary veins. Mr returned to a grade of 4. On (B)(6) 2023 a mitral valve replacement procedure was performed and the clip was retrieved from the vein at that time. No additional information was provided.